Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the log and was able to reproduce the issue by processing the substrate prime diagnostic and observed that the substrate dispense was uneven and occasionally would minimally dispense from the substrate nozzle unit. The fse replaced the substrate 3-way valve and the substrate nozzle unit. The fse then performed the substrate prime diagnostic several times and observed a steady flow. System daily check and quality control (qc) were performed - results were within the acceptable range. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 19jun2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [dl] insufficient substrate dispensing volume or low detector light intensity. The substrate dispensing amount is less than the specified amount or the lamp intensity of the fluorescence detector is low. If the dl flag is attached, replace the substrate (mainte screen > 6. Replace substrate) and repeat assay. If the dl flag appears again, contact the service department. The probable cause of the reported issue is under investigation.

Event description:
A customer reported receiving constant dl flag while operating on the aia-360 analyzer. Technical support instructed the customer to install fresh substrate, purge, and verify the substrate tubing is not pinched. The customer repositioned the substrate tubing in the bottle, but the dl flags continued, and the substrate background test failed. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Device evaluation: the substrate nozzle unit was returned to tosoh instrument service center for investigation. The substrate nozzle unit was placed on an aia-360 testbed and substrate prime was performed three times. No error occurred. The issue could not be replicated. Functional testing could not confirm failure of the substrate nozzle unit. The substrate 3-way valve was returned to tosoh instrument service center for investigation. The substrate 3-way valve was placed on an aia-360 testbed and substrate prime was performed three times. No error occurred. The issue could not be replicated. Functional testing could not confirm failure of the substrate 3-way valve. The probable cause of the reported issue could not be determined.